Manufacturer narrative:
The full name of the event site address was shortened due to field character limit; the full name is (B)(6). No repair information has been provided at this time. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an unknown issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse found an increase of gas at the bia circuit / leaks at the pim and the fill manifold. Blood was detected at the helium fill circuit and the pneumatic interface module. It is necessary to replace the described material. This repair is pending for customer approval so there is no further information to provide till it will be approved. Information received from the fse stated that the customer did not accept the quote so it was cancelled. If information is received, we will reopen and update the complaint.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a leak in iabp circuit and in the pim and fill manifold as well. There was no patient involvement.